Manufacturer narrative:
Batch review performed on 25 june 2018; lot 160297: (B)(4) items manufactured and released on 21 april 2016. Expiration date: 2021-04-12; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem had subsided 2 months after the primary. The cause of the subsidence is unknown. The surgeon revised the stem and head. The surgery was completed successfully.